Event description:
In response to (B)(6) received on (B)(6), 2011. Skytron was not made aware of this event that occurred in (B)(6) of 2011 until (B)(6) of 2011. The facility did not call our technical services department for help or advise on how to proceed. Skytron sent our distributor in the area, (B)(6) to the facility to investigate the issue. They met with the facility bio-technician and were told that they could not find either the work order or the repair paperwork for the table. The bio-technician recalls the pendant button stem snapping off and laying sideways over the switch that controls trendelenburg. That caused the trend function to run continuously. Both the solenoid and the switch button were replaced by the facility and the old parts discarded. The table was then put back in service. Skytron is unable to investigate and examine the broken pendant or the broken parts in order to determine fault because the facility discarded them 4 months ago and did not make either (B)(6) or skytron aware of the situation beforehand. Skytron requires bio-technicians to attend our service school every 3 years in order to learn new procedures or maintain current knowledge. To date we have no record of (B)(6) attendees. Device manufacture date: 03/2002. Labeled for single use: no. Usage of device: reuse.